Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device being frozen - made a funny noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device would not secure the cutter and failed the safety assessment ( runs in the load position, power broken ). It was determined that during repair, it was observed that there was debris in the driveshaft causing the cutter to not secure, also the lock cylinder and pawls release were damaged causing the device to fail the safety assessment. It was determined that the issue with the debris was consistent with improper cleaning. It was determined that the issue with the damaged lock cylinder and pawls release was powerbroken. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position, which is user error. The assignable root cause was determined to be due to failure to follow, cleaning, sterilization and/or maintenance procedures per the directions for use which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was frozen and made a funny noise. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.